Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 52 mg/dl while wearing the pod. Symptoms reported include dizziness as well as vision problems. The patient reports their blood glucose level upon arrival at the hospital was 72 mg/dl. As treatment, the patient vitals were taken and the pod was removed from the insertion site (arm). The customer was treated with intravenous fluids. The patient was discharged from the hospital the same day as the event.